Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to helix extension issues. Additionally, this lead was repositioned three times due to poor sensing issues. A different ra lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead was returned with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix housing and tip region. The helix mechanism could not be tested due to dried blood in the housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet insertion test passed without issue indicating that there was no blockage in the lumen. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to helix extension issues. Additionally, this lead was repositioned three times due to poor sensing issues. A different ra lead was successfully implanted. No adverse patient effects were reported.